Event description:
Sorin group rec'd a report that during an installation, the s5 double head pump displayed shaft encoder and motor controller error messages upon power up. The issue was detected during installation. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on-going. A follow-up report will be sent when the investigation is complete.